Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood splatters when the needle is retracted during the saftey function. No patient impact.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 03-jan-2025. Investigation summary: bd received thirty (30) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for blood splatter with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to blood splatter as all samples met specifications. 10 returned samples were taken and used to draw tubes, after the needles were used to draw water, push button was activated, no splatter occurred. 10 retained samples were taken and used to draw tubes, after the needles were used to draw water, push button was activated, no splatter occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of blood splatter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. Common device name: intravascular administration set d2b. Medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood splatters when the needle is retracted during the safety function. No patient impact.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood splatters when the needle is retracted during the safety function. No patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed, and it shows 2 unused blister packs, but the indicated failure mode for blood splatter with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to blood splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of blood splatter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.